Event description:
The customer reported to olympus, the video system center had no image. The issue was found during preparation for a diagnostic esophagogastroduodenoscopy. There was a 10-minute delay with the patient under general anesthesia as the patient and equipment were moved to a different room. The procedure was completed with a different processor. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a worn out video connector latch causing poor connection with video cables, auxiliary lamp software recommends update to version 4.10 and faulty patient board set causing no image with 180 scopes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.